Event description:
It was reported that the power cord on the 6800 system has exposed insulation. It was also noted that the printer was not advancing the paper. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired the power cord and cleaned printer rollers. The system was tested and found to be working as intended and placed back into service.